Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s device is not working. This was clarified to mean that the implantable neurostimulator would not turn on as the patient could not get the implantable neurostimulator to charge. This issue began about a month prior to the report. The patient saw a doctor screen at that time; however, the other information on the screen is unknown. At the time of the report, the patient saw a flash of the doctor screen, but now the recharger screen is just showing the reposition antenna screen. The patient cannot establish a normal recharge session. There were no further complications reported.